Event description:
It was reported that during a da vinci thyroidectomy procedure, one side of the harmonic ace curved shears insert tip had broken apart from the main part of the instrument. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The harmonic ace curved shears insert was returned and evaluated. Failure analysis investigation found that the teflon pad of the harmonic insert was bisected lengthwise. The curved blade was intact and undamaged. The teflon pad damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: harmonic ace curved shears general precautions and warnings - care should be taken not to apply pressure between the blade and clamp arm without having tissue between them. This can result in possible damage to the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however, the teflon pad damage could likely cause or contribute to an adverse event, if the malfunction were to recur.